Event description:
On (B)(6) 2013 it was reported that the physician was having communication issues with the vns programming system since (B)(6) 2013 when the patient was seen. During the call, the 9v battery was tested and the wand would only stay on for one to two seconds. No further details were discussed at that time. The patient was seen again on (B)(6) 2013; however, the device was again not able to be interrogated due to a screen freeze issue (captured in MFR #: 1644487-2013-02852). Follow up with the physician found that the patient has not been seen since this date and no additional interrogation attempts have been performed. It was stated that the patient's vns will be re-tested at her next visit; however, as the patient was recently married, seeing the physician has not been a workable priority for the patient. No other information was provided. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the m103: sn (B)(4) generator passed all functional tests prior to distribution.

Event description:
It was reported that the patient was seen by the physician and the device was again unable to be interrogated. The physician reported that the patient has very large breasts which may prevent the wand from communicating with the device due to the depth. No additional relevant information has been received to date.

Event description:
It was reported that the communication problems were due to an incorrect connection of the programming wand to the computer's serial cable.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution.